Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was prepared and inserted without issues. The farawave catheter was inserted, and when the physician aspirated the sheath air bubbles were seen inside the sheath. The catheter was removed, and no bubbles were observed when aspirated, then it was reinserted, and the issue occurred again. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, no abnormalities or defects were observed. The device was examined on the microscope, and it was found damage on the flush lumen, where the adhesive filet bonds the lumen to the valve hub of the sheath. The defect was observed to leak as deionized water was injected through the flush lumen port, confirming this defect to be the source of the leak. Inspection of the hemostatic valves found no abnormalities.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was prepared and inserted without issues. The farawave catheter was inserted, and when the physician aspirated the sheath air bubbles were seen inside the sheath. The catheter was removed, and no bubbles were observed when aspirated, then it was reinserted, and the issue occurred again. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.